Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, eccentric, 99% stenosed, de novo mid left anterior descending artery, the balance middleweight universal ii guide wire was delivered and while performing intravascular ultrasound (ivus), the devices stuck to each other. The devices were removed without incident followed by implanting a xience v stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.